Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, it was initially unable to release from the catheter. The technician had to repeatedly open and close the handle, and the physician had to 'jiggle' the stylet a little to get the clip to detach and deploy from the device. The clip was eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device a15 captures the reportable event of clip difficult to release from catheter.